Manufacturer narrative:
Additional information: investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Per the package insert, principles of the procedure section, "test results are interpreted visually at 15 minutes based on the presence or absence of visually detectable pink/purple colored lines. Results should not be read after 30 minutes."

Manufacturer narrative:
The investigation is not yet complete. Upon completion, a supplemental report will be submitted to the FDA.

Event description:
The customer reported conflicting results with binaxnow covid-19 home test. The results were read at the 15 minute mark. The customer and proctor both interpreted the results as positive. During the completion of the session after the 15 min mark of performing the test, the customer stated the sample line is fading. Upon ending the session, customer showed the test card to proctor with no sample line no additional patient information, including treatment and outcome, was provided.